Manufacturer narrative:
Event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Revision on (B)(6) 2019 due to dislocation approximately 6 months after primary surgery. Surgeon explanted 36/+6 standard humeral cup and replaced it with 36/+9 standard humeral cup.